Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was received and reviewed. The photo shows the bd sales document and three carton boxes. The carton boxes show the product labelling information, the product label reflects catalogue number: 2020 ms, lot#: 0001540159, exp date: 28/05/2025 which does match and verifies with tw. The document within the photo is not provided by the manufacturing site. Based on the photo review, the reported event cannot be confirmed. No anomalies were noted in the photo provided per label, carton mission disposable core biopsy instrument/kit. Therefore, the investigation is unconfirmed or the reported failure as the provided label meets the specification of the labelling document. A definitive root cause for the reported device markings/ labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (medical device expiration date, unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure with the mission device. Prior to the procedure, a discrepancy was noted between the delivery note and label in the packing. On the delivery note, the sterility date is on (B)(6) 2027 and on the label of the actual product is 28/5/2025. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2025, a patient underwent a biopsy procedure with the mission device. Prior to the procedure, discrepancy noted between delivery note and label in the packing. On delivery note, sterility date is (B)(6) 2027 and on the label of actual product is (B)(6) 2025. There was no patient contact.